Event description:
It was reported that the pt is experiencing difficulty walking, change in gait, motor weakness, tingling and numbness in her lower extremities, and lack of effect from her interstim device. The pt has had numerous reprogramming sessions and is unable to tolerate settings higher than 1.0 v. At .9v, she started to feel paresthesia in her feet and had no control of her symptoms. At 1.0 v, she could walk but had stiffness and numbness in her legs and no symptom control. At 1.2 v, she had paresthesia in her toes, her legs felt heavy and spastic, and she could not walk well. At 1.3 v, the patient achieved symptom control, but again had paresthesia in her toes and limped when she walked. She had trouble getting in and out of bed without help. It was also reported that she has had a leg wound for eight years and it started to heal after her interstim was implanted. The wound became smaller and the nerve pain is less. Further info is being requested from the hcp at this time.

Manufacturer narrative:
.